Event description:
It was reported that during an unk procedure, the surgeon reported he had hemostasis related patient issues. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2023. B3: exact event date unk, entered 1/1/2023 as no date was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? Surgeon testimony was that the device cut but did not staple. Did the device cut? Yes, device went through its normal cutting sequence. Stapler cut seamlessly. Was there any difficulty opening the device? No. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Staples were not in place after device fired. How was the bleeding controlled? Surgeon went in with a powered 45 stapler and re-stapled the area that the pvs had just been fired on. How much blood was lost (ml)? Unknown, patient did require transfusion during surgery. Did the patient require a transfusion? Yes, intra-op. Is the current patient status known? Patient has recovered well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.